Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the right ventricular (rv) lead pulled out of position during slitting of the delivery catheter. It was further reported that the lead appeared "bent" after the slitting difficulty. The rv lead was removed and replaced and a different delivery catheter was used. No patient complications have been reported as a result of this event.